Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 05-may-2025. Test results: visual test according to with wi version 77 on 05-nov-2023, with a total of (B)(4) units. Device history record (DHR) review: the lot 6006683 was manufactured according to the wi version 27 on 17-apr-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 05-may-2025 against malfunction code no malfunction based on complaint information and lot 6004005 and no other complaint has been registered in database for the same lot 6004005 and malfunction code. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a low blood glucose event on (B)(6) 2025. The blood glucose level of the patient was 35 mg/dl. Therefore, the patient was hospitalized for greater than twenty-four hours. The patient was treated with fourteen cups of orange juices. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.